Manufacturer narrative:
We received one (B)(4) embolectomy catheter without the packaging for evaluation. The balloon and balloon windings appeared to have been pulled off the catheter tip. The balloon latex and both proximal and distal windings were not returned. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is (B)(4) on a inflated balloon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that a fogarty catheter was passed into the biliary system and into the small intestine. There was difficulty in passing the catheter. Three attempts were made with various size catheters. During the third attempt the balloon was loaded and on the retraction of the balloon, the balloon material broke off from the catheter. The material could not be retrieved. A cholangiogram catheter was placed to confirm the filling of the left and right hepatic ducts and duodenum. An endoscope was used to confirm the patency of the ampulla. The physician verified that the balloon is still in the patient but felt that it would pass on its own. No patient injury was reported.